Event description:
During mattress inspections conducted in accordance with vha safety alert al24-01, 1 sizewise g-series mattress was found to be compromised with a hole through the cover and fire barrier. This damage occurred due to the daily use of bleach, as required by the procedures performed in the clinic. Mattresses was immediately removed from service and replaced.